Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the patient reported the symptom of chest pain and an align product was being used.

Event description:
The patient reported symptoms of chest pain, difficulty breathing, and sore throat. The patient reported visiting the emergency room and a general physician to alleviate the reported symptoms. The patient was prescribed antibiotics (unspecified) to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2020 and the patient is currently asymptomatic. The treating doctor shared the potential root cause was an allergic reaction.